Event description:
A customer contacted beckman coulter inc., (bec) and reported a diluent leak from under the coulter lh 750 slide-maker instrument. Patient samples were not affected and there were no erroneous results reported outside the lab. There was no death, injury or change to patient treatment attributed or connected with this complaint. The customer was wearing personal protective equipment (ppe) at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed; however, it is readily available.

Manufacturer narrative:
Bec field service engineer (fse) was unable to find any leaks in the lh750 slide-maker. No additional information regarding this event is supplied . (B)(4).